Event description:
The patient received two leads (model 3186) with the same lot number. It was reported, the patient experienced ineffective stimulation and the scs system was autoreducing. System diagnostics revealed invalid impedances on the lead. A sjm representative tried reprogramming but was not able to restore stimulation in left leg (original pain pattern is bilateral lower back and legs). Subsequently, the patient underwent surgical intervention where the leads were explanted and replaced with another model which resolved the issue.

Manufacturer narrative:
Evaluation codes: result: complaint was confirmed for ineffective stimulation. As received, one of the octrode leads was fractured with all internal wires broken. When the lead breakage and compression mark align with the returned swift lock anchor, it corresponds to the distal end breakage. The second octrode lead was complete and passed all functional testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.